Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two clips fell out of the jaw. The third clip was scissored. It is unknown the type of tissue the device was being fired on. No additional information is available. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition, partially cycled and with a clip in the jaws. The cycle was completed and one scissored clip was released; the following clip was properly fed but was removed from the jaws in order to measure the jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed one clip with gap, and then the remaining clips were formed as intended. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.